Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a left atrial mapping procedure for atrioventricular reentrant tachycardia (avrt), a pericardial effusion occurred. While mapping the left atrium, the patient¿s rhythm was slightly elevated between isoprenaline infusions. An echocardiogram was performed which revealed a small effusion, however, the decision was made to continue the procedure. During the post assessment, a one cm effusion was confirmed on an echocardiogram. The patient was kept in overnight for observation and has been discharged. There were no performance issues with any abbott devices.